Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, their receiver's display screen became frozen. There was no report of any injury or medical intervention. No additional patient or event information is available.